Event description:
It was reported that loss of sterility occurred. The opticross hd imaging catheter was selected for use. During unpacking, it was noted that the sterile package was broken so the product was not used. The procedure was completed with another of the same device. There were no patient complications and the patient condition following the procedure was stable.

Event description:
It was reported that loss of sterility occurred. The opticross hd imaging catheter was selected for use. During unpacking, it was noted that the sterile package was broken so the product was not used. The procedure was completed with another of the same device. There were no patient complications and the patient condition following the procedure was stable.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed a kink in the sheath assembly. No damages or failures were observed on the catheter code pcba board assembly. Impedance testing shows a complete circuit wave form. Transducer level impedance test shows no transducer activity with a rh peak of 05 ohms which suggests that the device was no longer effective at receiving and transmitting acoustic energy at the working frequencies.. During image characterization testing, no image appeared in the ilab system. During microscopic inspection noted pitting and degradation of the transducer housing consistent with saline damage which occurs post-use of the device and is not related to the original device failure. No damage was noted on the distal tip or guidewire exit port.

Event description:
It was reported that loss of sterility occurred. The opticross hd imaging catheter was selected for use. During unpacking, it was noted that the sterile package was broken so the product was not used. The procedure was completed with another of the same device. There were no patient complications and the patient condition following the procedure was stable.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed a kink in the sheath assembly. No damages or failures were observed on the catheter code pcba board assembly. Impedance testing shows a complete circuit wave form. Transducer level impedance test shows no transducer activity with a rh peak of 05 ohms which suggests that the device was no longer effective at receiving and transmitting acoustic energy at the working frequencies.. During image characterization testing, no image appeared in the ilab system. During microscopic inspection noted pitting and degradation of the transducer housing consistent with saline damage which occurs post-use of the device and is not related to the original device failure. No damage was noted on the distal tip or guidewire exit port.